Event description:
Caller reported advantage system blood glucose results of 326 mg/dl and aviva system result of 150 mg/dl within 10 minutes. Reported from another day advantage system blood glucose results of 317 mg/dl and aviva system result of 101 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(6).